Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 62 mg/dl at the time of the incident. Customer was putting her blood glucose and carbs in when the numbers kept going up. Customer stated that she took the battery out and put in another battery in the pump. Customer stated that she ran low from a dancing class and she ate food to treat her blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage on keypad traces during visual inspection. No unexpected numbers scrolling or ramping during testing. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.